Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) in an ambulance and hospitalized due to low blood glucose (bg) levels dropping down to 50 mg/dl. The patient experienced seizures and paramedics were called. At the hospital, the patient was placed on an intravenous therapy of fluids and was given zofran and glucose gel. The patient was released a few hours later and was diagnosed with focal epilepsy.